Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device reboot could not be reproduced as the unit started up normally during testing. Further evaluation found that the display failure was due to a software issue. The device was serviced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a display failure and was unable to power on after a reboot. There was no patient injury reported as a result of this incident.